Event description:
Reporter indicated a patient's vns generator was replaced because it was "not working". Follow-up with the reporter revealed the generator had "run out of energy". A battery estimate performed yielded approximately 2.53 years remaining on the generator; however, over a year of programming history was missing. Additional attempts to the reporter are in progress.the explainted generator has been returned and is currently in product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.